Event description:
On (B)(6) 2013, patient contacted animas, alleging that the 'ok' button is not responding to presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation did not find any damages to the keypad cover. All the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.